Manufacturer narrative:
Investigation: two photos were provided. One photo shows a piece of red tape in the fluid path. The second photo shows the piece of red tape at the bottom of the syringe and the barrel label which confirms the lot# 8362826. Note: the customer mistakenly mentioned the lot# 8362806. During the investigation it was found the source of the red tape. A master sample is created for the fillroom operators to identify when they are pulling the samples to check the silicone weight. This used to be identified with a piece red tape. All the master samples have been removed from all the fillrooms. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that red, tape-like foreign matter was found stuck to the bd posiflush¿ normal saline syringe before use. The following information was provided by the initial reporter: "customer called in reference to product # 306546; lot number 8362806. She stated that there is something that looks like red tape that is stuck to the syringe."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple PMA / 510(k)#s reported to be involved. The information for each 510(k) number is as follows: PMA / 510(k)#: k161552, PMA / 510(k)#: k141311. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that red, tape-like foreign matter was found stuck to the bd posiflush¿ normal saline syringe before use. The following information was provided by the initial reporter: "customer called in reference to product # 306546; lot number 8362806. She stated that there is something that looks like red tape that is stuck to the syringe."